Event description:
Patient contacted dexcom technical support on (B)(6) 2013 to report that on (B)(6) 2013 patient was at a pump trainer's office and had a low reading of 43 for about 45 minutes. Patient did not hear alarm or feel vibration. There were no injuries or fainting and there was no visit to hospital or ER. The patient reported eating some sugar. The patient's blood glucose level was 62 and had too much insulin at time of low. Data was downloaded at the doctor's office.